Event description:
Surgical blade became detached from handle during surgical procedure and fell into the body cavity. The surgical team had to locate the blade with x-ray to recover the blade from the patient which prolonged the surgical procedure. No reported harm came to the patient as a result of this incident.